Event description:
The healthcare professional/nurse called lifescan (lfs) in 2007 alleging the onetouch basic meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The nurse reported the meter would not power on; so, he was unable to use the meter for that one day. After the reported issue, the patient reported feeling sweaty. The reporter denied the patient received medical attention. The reporter further denied the patient took any action regarding his diabetes treatment regimen following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the nurse alleged the patient was unable to test and later developed symptoms that may indicate he was hypoglycemic. Additionally, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.